Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90. The following information was provided by the initial reporter, "from phone call on 2019-08-20 12:03:06: returned consumers returned call. Verified lot# 7291913. Consumer confirmed there is no bent issue. Just the clogged issue. Consumer reported nothing comes out of the pen needle during the priming. She dial ups for 3 to 4 unites of insulin for priming. Sample discarded. Item# 320883; lot# 7291193; incident date- unknown; occurence- 6. She visually tests the needle to see if it is straight. She confirmed she firmly attaches the pen needle to the pen. Explained consumer she can dial up for 1 or 2 unites and explained not to tighten the pen needle to the pen. Explained the reason of visually testing the pen needle. Advised to save the sample if re occurrence. She stated she has been a diabetic for 53 years and uses the insulin for 4 years. Nothing came out of the pen needle during the priming since 3 months with other box. She has started using bd pen needle again since 3 months. Sample - discarded. Occurence-unknown; incident date- unknown. Lot# unknown. Item# 7291193." 6 occurrences were reported, but the dates/times were not given.